Event description:
The stent cannot be passed the wire guide when the physician used positioning sleeve to straighten the stent prior to the patient contact. As per provided images holes on pigtail appear kinked.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the zso-7-9 device of lot c1803441 involved in this complaint was returned opened in its original packaging. With the information provided, a physical and document-based investigation was conducted. Photo returned appears to show kink on 5th porthole on tapered end of the pigtail curl. Lab evaluation: lab evaluation date: 16 may 2022. Visual inspection: stent returned. Kink noted on 5th porthole of tapered end. Pigtail curl out of shape. Functional inspection: 0.035-inch wire guide does not pass the kink. Document review: prior to distribution all zso-7-9 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-9 of lot number c1803441 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1803441. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1803441. It should be noted that the instructions for use states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: failure identified: wire guide could not advance into the stent due to kink, 1 device prior to use. According to the initial report, this event was prior to patient contact. The complaint is confirmed as the failure was verified in the laboratory. Investigation findings could not determine a definitive root cause. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to completion of the investigation.

Event description:
Lab evaluation date: 16 may 2022; visual inspection: stent returned. Kink noted on 5th porthole of tapered end. Pigtail curl out of shape. Functional inspection: 0.035 inch wire guide does not pass the kink. No impact to ae assessment. Gg 20 may 2022.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.